Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive with a black screen and would not power on, and when placed correctly on the charger the charger¿s indicator light flashed green rather than remaining solid; the user tried multiple outlets and reconnecting the cord without success and transitioned to backup mdi therapy while a replacement was arranged. Symptoms included hyperglycemia up to 398 mg/dl for approximately four hours and nausea. Outcomes included temporary interruption of insulin delivery requiring use of backup therapy without hospitalization or professional medical intervention. Investigation included customer troubleshooting and education by phone. Investigation of this case revealed a not-charging condition associated with the external charger interface, consistent with a device power or charging fault. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to charging.